Event description:
It was reported that both tesio catheter lumens broke in the exact same spot. It appears to be a clean break. The patient was reported to be "out of it" and was seen to be touching and pulling on the catheter.